Manufacturer narrative:
System was returned to mindray's repair center for repair.

Event description:
Customer reported an issue with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.